Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting an acute elevation in thresholds and the right atrial (ra) lead had oversensing noise which resulted in mode switches. The leads were reprogrammed and remain in use. The leads may be replaced in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: w1dr01 ipg, implant date: (B)(6) 2018. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting an acute elevation in thresholds and the right atrial (ra) lead had oversensing noise which resulted in mode switches. The leads were reprogrammed and remain in use. The leads may be replaced in the future. No patient complications have been reported as a result of this event.